Event description:
Device 1 of 2. The pt received 2 scs leads with different lot numbers. Reference MFR report number: 1627487-2012-03089. It was reported the pt is not receiving stimulation. A scs lead analysis showed invalid impedance values for the right scs lead. X-rays showed no anomalies with the scs lead(s). The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.